Event description:
The customer reported that the c-arm vertical column was not operational. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the chain on the system. The system operates as intended.